Event description:
It was reported that the device released prematurely. The patient was undergoing a left atrial appendage (laa) closure procedure. A 27mm watchman laa closure device was deployed in the laa; however, it detached from the core wire prior to its intended release. The device position was ok so it was left in place. The procedure was completed successfully. There were no patient complications and the patient was noted to be fine.